Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was not explanted. No further course of action will be taken at this time.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason.